Event description:
The hosp reported that, during preparation of an endoscopic vein harvesting procedure, the jaws of the hemopro continued to burn and were still activated while the switch was in the neutral position. The cord was swapped and the hemopro still remained activated and the jaws continued to burn. Both cords were brand new out of the box. The procedure was completed with the same device by manually unplugging the cord from the power supply to stop the hemopro from remaining activated. The hospital reported no pt effects. Hemopro device was returned.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 21 dec 2009. The visual inspection of the silicone jaw boots showed no non-conformities or signs of usage. Resistance measurements were within specifications. Results of the pre-cautery test, using a ref hemopro cable and power supply, showed that the device remained activated and began glowing red and smoking after the trigger was released. This was reproduced with several device activations. The reported failure "device remained activated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).